Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window, scratches on reservoir tube window, cracked case at display window corners, and cracked belt clip slot.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 297 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.